Manufacturer narrative:
This investigation is not complete. This report will be updated when the investigation is complete. The surgery time was extended.

Event description:
It was reported that the compression screw got jammed inside the nail. Compression could not be achieved and the posterior screw could not be inserted. In the end they could remove the compression screw and a new nail was used. Extended surgery time.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.